Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient woke up with a blood glucose (bg) of 14 mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient thinks there is something with the pump and is aware pump is out of warranty. This report is being made due to the history settings (inaccurate delivery issue).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/12/2015 with the following findings: the pump history shows the last bolus delivery and the last basal delivery were on 2014-01-20. Pump history shows manually suspended on 2013-12-30 10:34 and manually resumed at 12:30. The tdd adds up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during testing. Invetsigators were unable to duplicate the complaint. Battery cap was not retuned. Test battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.